Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion and no delivery test. However, the device was unable to prime during the prime test as a result of a faulty force sensor. The unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the bolus history screen. No bolus history anomaly noted. The device had scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported being hospitalized with high blood glucose of 611mg/dl; he was treated with an insulin drip until his glucose level came down and then released. The caller stated that he bolused the day before, but it was not reflecting in the bolus history. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.